Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/31/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. The pump had no audible and no vibratory features and the display screened remained blank due the pump having no power. During testing, the pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the initial ¿power¿ complaint was duplicated. The pump cover was removed and there was further moisture corrosion found to the power printed circuit board (pcb), on the display connector and to the watchdog circuit. Some steps in the investigation were unable to be completed due to the pump having no power. The pump cover was removed and there was moisture corrosion found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.